Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that the pk dissecting forceps instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other cable damage was found. Additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley, and visible scratches on the surface of the pulley. Failure analysis investigation concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.